Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin drips were not observed to be exiting multiple infusion sets tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issue and insulin delivery was resumed. Customer's blood glucose levels ranged from 335 mg/dl to 354 mg/dl.